Event description:
Information received by medtronic indicated that insulin pump had cracked along battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump was received with failed battery test alarm after battery insertion. Unable to perform the displacement test due to failed battery test alarm. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / motor/ force sensor/battery tube.¿swapping out test case confirms failed battery test alarm not due to battery tube issue. Swapping out test boards confirms failed battery test alarm is isolated to pcba 2. Pcba 2 was cleaned using isopropyl alcohol with no effect. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the battery compartment. Unable to determine the root cause of failed battery test alarm, problem isolated to pcba 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.